Manufacturer narrative:
On 07 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: tibial mobilization in cemented tka 4 days after primary surgery. Loosening is a consequence of a tibial fracture. Cause of the fracture was not reported. It is conceivably the consequence of a traumatic event. There is no reason to suspect that the implanted devices were responsible for the problem. Mobilization following a fracture is a normal consequence. Batch review performed on 19 april 2017. Lot 157280: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-02-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Approximately 4 days post-op, the patient experienced a lateral tibial plateu fracture. The reason for this is unknown. Consequently, the implanted tibial plate loosened and revision surgery was required. A lateral tibial plate was used to reinforce the fracture and a size 2 right revision tibial tray with 11x65 cemented extension stem and 10mm lateral tibial augments were used during revision surgery.